Event description:
Additional information received from the health care provider (hcp) reported that the patient had a tined lead that was frequently difficult to remove in its entirety, particularly when the lead had been placed many years ago.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# v260805, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial #(B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v260805, implanted: (B)(6) 2012, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Event description:
The patient reported that she had her device removed two weeks ago and the healthcare professional told her that they weren't able to get the leads out. The patient stated that the company representative did not know that she had her device removed. Additional information received reported that the lead was left in the patient body due to fracturing when they tried to remove the urinary system. There were no patient symptoms reported regarding this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome or intervention regarding the event was reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.